Event description:
Technical services received a call on (B)(6) 2011 . Caller stated that this lv lead is part of a system explant due to infection. Explant is scheduled for (B)(6) 2011. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).